Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead dislodged within 24 hours of implant. The lead was explanted.